Event description:
It was reported there was a fissure on the slide tube support. There was no pt involvement or adverse consequences to report.

Manufacturer narrative:
Fissure on slide tube support.